Event description:
A healthcare professional reported that during a mechanical thrombectomy, after finishing the first thrombus removal, doctor removed the embotrap ii 5x33 revascularization device (product code et007533, lot number 25d208av) from the patient. The stent could not be retracted into the introducer. The doctor observed that the stent was kinked/bent. The doctor switched to a new one to complete the surgery. The microcatheter was not replaced. It was noted that before the procedure, the device outer packaging and the device were inspected and found in good condition. Additional event information received on 24-dec-2025 indicated that the device did not fracture, separated into two pieces nor did the cage detach from the wire. No additional intervention was required due to the damage. There was no excessive force applied to the device. After finishing the first thrombus removal, doctor removed the stent from the patient. The stent could not be retracted into the introducer. There was no difficulty advancing the microcatheter through the thrombus. There was no allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Kinking/bending of the cage assembly is a known potential product failure associated with the embotrap ii. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.